Event description:
The instruments were reported for an unknown reason.

Manufacturer narrative:
(B)(4) investigation summary: the device associated with this report was returned for analysis. Visual examination of the device identified worn out through and deep scratches at the prongs. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.